Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. The up and down arrow keypad buttons and the okay and contrast buttons were intermittently responsive during testing. During investigation, the buttons were found to spring back as expected. There was evidence of contamination found under all button key contacts.

Event description:
The pt reported that the pump became increasingly unresponsive to presses of the up and down arrow buttons. He stated that the issue began several weeks ago, he said that the pump is not exposed to water, and he carries the pump on a clip attached to a belt. He denied keypad peeling or other damage to the keypad. The pt stated that the buttons feels flat and do not click. He noted that he is able to use the pump without problems.